Manufacturer narrative:
A boston scientific technical services consultant documented the clinical observations and explained to the physician the pmt termination algorithm and that sinus tachycardia that is tracked at the maximum tracking rate (mtr) can fit the criteria. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with syncopal symptoms. The physician was inquiring about device function and termination of the pacemaker mediated tachycardia (pmt). A review of the device data showed only storage of pmt episodes and one from today. However, after the pvarp extension, the patient went right back to tracking sinus tachycardia. There were no episodes of noise that could have been oversensed resulting in pacing inhibition. No adverse patient effects were reported.